Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving multiple high voltage therapies. ECG showed sinus tachycardia. Post-sensed t-wave oversensing due to decreased r-wave amplitudes was also noted. Low battery voltage previous to the therapies was revealed. It was suggested that the device passed eri/eol and replacement should be considered. The device was explanted and replaced. The patient is doing fine.